Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the burn at the distal end was due to the user not following the labeling/instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's distal end was burnt, and foreign matter was observed at the nozzle and j-tube (auxiliary jet channel). There was no patient involvement.